Event description:
It has been reported to philips that the device failed to power up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected system onsite and confirmed the device power up failed. Review of the system log files showed the issue was caused by a faulty switch hub. Fse replaced switch hub along with the sib box unit in r-cabinet. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome.